Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. As per given clinical details, the cause of the positioning issue was use related since the impella was pulled out while removing the repositioning sheath.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male with bilateral pulmonary embolism was implanted with an impella rp device for mechanical circulatory support. The pump was initially delivered successfully; however, after sheath peeled away, the pump came out of appropriate position. The physician aborted impella rp usage for medications.